Event description:
It was reported that the patient has ehlers-danlos syndrome and has had increased pocket pain due to hypermobility of connective tissue. The reactiv8 system was removed without any complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml#: (B)(4). It was also reported that the patient had a sacroiliac (si) joint fusion (sif) and halo fitted, which did not help with the eds condition. The ipg and lead assemblies were received for analysis. There were no allegations against the functionality of the device. The ipg passed the functional testing. The lead assemblies received were cut into two segments from the explant. The functional testing cannot be performed on both leads. Visual inspection found no nonconformance's that would have contributed to the alleged pocket site pain. The device history records were reviewed. No relevant non-conformance's were found. The alleged issue was an ipg pocket site pain. Therefore, removed the lead assemblies in section d4. Added below. Lead assemblies explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI: (B)(4).

Manufacturer narrative:
Mml #: (B)(4).

Event description:
It was reported that the patient has ehlers-danlos syndrome and has had increased pocket pain due to hypermobility of connective tissue. The react iv8 system was removed without any complications. There was no report of patient harm or injury.